Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant registry and medical records that a 25mm 7300tfx mitral valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 3 years, 10 months and 1 days due degenerated valve with severe mitral stenosis and mild mr the patient presented with dyspnea on exertion, in acute diastolic heart failure, nyha 111. The tmvr was performed with a 26mm 9755rsl transcatheter valve. The patient was discharged on pod#1. Per medical records : pre tmvr echo(3/25/2024) showed lvef 68% , findings suggestive of significant mitral stenosis , mild regurgitation.

Manufacturer narrative:
The most likely cause is patient factors, including a history of coronary artery disease (cad). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.